Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two medications that needed to be pended did not appear when the formulary was searched. A technical support specialist instructed the customer to log in and assign the appropriate security group in the facility formulary for the medication in question. Confirmed the customer successfully pended the medications to a remote access area. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer had been pending several medications to a remote stock area. However, two medications esmolol 10mg/ml (med ID: 25000856) and sugammadex 100mg/ml (med ID: 25000636) had not appeared in the formulary search to be pended. After doing some research, the customer had found that these medications were marked as inactive, so they had gone into the facility formulary and changed the status to active, but this had still not resolved the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.